Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify a21 alarm due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error when doing set change as well as unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer states insulin pump has been exposed to magnetic resonance image. Customer was unable to complete insulin pump rewind due to insulin pump alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.